Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/17/2022, it was reported by a sales representative via email that an ar-3638 fibertak forked tip broke off in the patients predrilled bone socket during insertion. This was discovered during a procedure on (B)(6) 2022. Additional information received 01/18/2022: this was discovered during a labral repair procedure and was completed using another ar-3638 fibertak from lot number 14501661 and drilling a new bone socket. After the forked tip of the inserter broke, the sutures were cut and removed; however, both anchor and broke tip remains in the patient.